Manufacturer narrative:
Device was implanted into patient.

Manufacturer narrative:
Method: device was not returned. Results: device history review could not be performed as not lot information was provided. Device was not returned. Conclusion: the surgeon was contacted and no lot specific information could be provided. For this reason a comprehensive device history review was not able to be performed. Additionally, the surgeon reported that no follow up revision was necessary, and after performing a follow up exam he concluded the surgery was all-in-all completed successfully.

Event description:
The application of vitoss was performed as specified however, the vitoss leaked out of the wound. The surgeon was concerned about the effectivity of the application. Clarified with surgeon that no revision was necessary.

Event description:
The application of vitoss was performed as specified however, the vitoss leaked out of the wound. The surgeon was concerned about the effectivity of the application. Clarified with surgeon that no revision was necessary.